Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins was "totally dead."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's ins is overdischarged. The patient did not need to use his ins for years. The patient did not realize that it would go into deep discharge by not maintaining a charge periodically. The patient was not using his ins because his pain went away in his right hip because he had it replaced. The patient would like to use his ins again because his hip is starting to bother him again. The patient stated when he tries to walk or stand for very long, it starts tightening up and get to a point where he can't stand up. The patient indicated that it had not been recharged in about four years. The rep attempted to do a device reset and it failed. The rep discussed plans to replace the battery with the patient and healthcare provider (hcp). The patient is going to have rf ablation first. If the patient's pain persists, the patient would like to place a battery replacement. The patient's medical history includes a lumbar fusion, chronic low back pain and leg pain. Additional information was reported that the only action taken to resolve the issue was a failed physician recharge mode (prm). The patient is not going to get their battery replaced unless their rf ablation procedure fails to provide pain relief. No further information was reported.